Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was overheating was confirmed. An assessment was performed on the device which found that the unit reflected heat with a reading of 111 degrees fahrenheit which is greater than manufacturer's specification (specified reading is less than or equal to 110 degrees fahrenheit) and the device had external scratches and was cosmetically unacceptable. During repair it was observed the bearings have corrosion on them. It was determined that the corroded bearings were due to heat being created from normal use over time. It was further determined that the external scratches on the device housing are consistent with normal use. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar laminectomy surgical procedure, it was observed that the driver device started to overheat. The reporter stated ¿the surgeon changed out the device and did not heat up. No one got burn or injured¿. It was reported that there was a ten minute delay in the procedure due to the event and an identical spare device was available for use to complete the procedure successfully. It was reported that there was patient involvement. There were no reports of patient or user injury. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.